Event description:
The patient reported having strange pain and electrical shock feelings around the device, happening every 3-4 minutes for a couple days. The patient went in for a device check which came back normal, and other tests were performed and nothing wrong was found. The patient noted being at a general practitioner who had explained to the patient that "sometimes the pacemakers have a leak where the leads connect." The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2011. (B)(4).